Manufacturer narrative:
The customer contacted a siemens customer care center and reported that on the day of the event, quality controls (qcs) recovered out of range on the bcs xp system; the customer ran the affected sample 3 hours after qcs recovered within expected ranges. The customer performed maintenance on the instrument on the day of the event and ran frozen samples on both systems for comparison purposes; the customer indicated that the results obtained from the comparison study matched the results initially reported to the physician(s) for these samples. The customer also determined that the calibration curves on systems were comparable. As per a siemens customer service engineer (cse)'s instructions, the customer washed the system's probes, changed the wash solution onboard, and ran a validation kit, resulting acceptably. A siemens cse was dispatched to the customer's site twice; during these visits, the cse recalibrated the cooler temperature and replaced the sample probe, sample wash pump, disinfectant and rinse valve and temperature thermistor in the rack. The cse also calibrated the temperature thermistor, aligned the probe, and ran qcs and a validation kit, resulting acceptably. The cause of the discordant, falsely low heparin lmw result is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low heparin low molecular weight (lmw) result was obtained on a patient sample on a bcs xp system. The discordant result was auto-verified and reported to the physician(s). The sample was rerun on the same system twice, resulting higher and within the customer's therapeutic range. The customer averaged the repeat results and reported the average to the physician(s). The sample was also rerun on an alternate bcs xp system, resulting higher and within the customer's therapeutic range. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin lmw result.

Manufacturer narrative:
Additional information (24-aug-2018): siemens further investigated the event and determined that the malfunction of the sample probe, sample wash pump and rinse valve potentially contributed to the discordant, falsely low heparin low molecular weight (lmw) result. The system is performing according to specifications. No further evaluation of this device is required.